Event description:
Resident was being transferred from bed to wc. He has been lifted off the bed and staff had pulled the lift towards the wc. They turned the hanger bar to line up with the wc. Staff said she heard a loud cracking noise and the resident fell out of the sling and hit the floor. One staff said the lift tipped, allowing the resident to hit the floor, and the other staff said that when the resident was on the floor, one of the sling loops was detached. The pt sustained a hematoma to the back of the head, he was hospitalized and had a cat scan, and treatment given was application of ice.

Manufacturer narrative:
This report is being filed under exemption (B)(4) on behalf of the MFR arjohuntleigh magog inc (B)(4). MFR complaint number: (B)(4). Additional info will be provided upon conclusion of the MFR's investigation.